Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Customer did not provide the lot number, reader serial number or cartridge serial number, therefore, further investigation could not be performed. A cue reader replacement was sent to the customer per customer's request.

Event description:
On (B)(6) 2022, a customer reported that he and his wife received suspected false positive samples using the covid-19 test for home and over the counter (otc) use. This MDR addresses patient 2 of 2. See case- (B)(4) for patient 1. Customer reported receiving a suspected false positive result when testing with the covid-19 test for home and over the counter (otc) use (cartridge sn, lot number not provided). The customer reported receiving at least three (3) negative results from the covid-19 test for home and over the counter (otc) use after the initial test, and a negative result using a different covid-19 test either on the same day or the day after. The customer expressed concerns that the suspected false positives were due to the cue reader and requested a replacement.